Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. Customer's blood glucose was 473 mg/dl after basketball practice and stomach was hurting. Customer's blood glucose was 408 mg/dl during time of hospitalization. Insulin pump was removed at the hospital and customer was treated with IV insulin drip. Customer was wearing the insulin pump at time of hospitalization. During troubleshooting, customer was assisted in performing the high pressure test, the test passed. After troubleshooting, customer as advised to contact their healthcare professionals regarding unexplained high blood glucose. Customer will not be returning the device for analysis.